Event description:
The surgeon reported introducing and removing the device/endoscope into and from the pt multiple times in an attempt to improve the amount of stomach tissue that could be pulled into the suction port of the device. At the completion of the procedure, a "small laceration," or "esophageal tear," was observed in the pt's esophagus. This small laceration / tear was presumed to have been caused by repeated insertions / withdrawals of the scope/device. A CT scan was performed immediately post procedure and was read by a radiologist. The report states: "there is a small amount of air in the retro-pharyngeal soft tissues, adjacent to the upper esophagus, best seen on series 3 images 72 through 95, consistent with an esophageal tear. Contrast within the esophagus. No extravasation of contrast into the mediastinum. No focal fluid collection to suggest abscess formation. Poorly defined infiltrates in the right upper lobe consistent with pneumonia or atelectasis. Correlate clinically." The pt was required was required to stay overnight as a precautionary measure. The pt is now reported to be doing very well with no further sequelae or complications.

Manufacturer narrative:
The device is not available for evaluation. We have no reason to believe that the device malfunctioned. It is commonly understood that potential hazards of device introduction into the gi tract include the possibility of perforations or tissue tearing. The instructions for use (IFU) in fact, contain a warning that perforation is a potential complication associated with gastrointestinal endoscopy.